Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was having pain at the ipg site. The site became uncomfortable after the patient lost (B)(6). Surgical intervention took place to replace the ipg.